Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight: estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to a blood clot in the steerable guide catheter hub during use. It was reported that the steerable guide catheter (sgc) was advanced to the left atrium without issue. The dilator and wire were removed when a clot was noted at the sgc hub (the proximal end of the hemostatic valve). The sgc was flushing with heparinized saline per protocol; however, the clot was noted. Aspiration was performed but the clot remained. The sgc was removed without issue and another sgc was used in replacement. The patient remained heparinized per protocol and no additional heparin was provided. There was no clot noted in the patients anatomy. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. Although there was no reported device malfunction/issue, as a conservative measure, the returned the device was visually inspected. The reported thrombus was confirmed and identified in the hemostasis valve. A review of the complaint history did not indicate a lot-specific quality issue. Review of the device lot history record did not reveal any non-conformities that could have contributed to this event. The reported patient effect of emboli (thrombus/thrombosis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.